Event description:
Pt returned package of blood glucose testing strips complaint: pads for sample absorption were detached from strips. When pt tried to use one, she received an unusual readout. Upon inspection of shelf stock, same problem appears in other containers of same lot.